Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon investigation the electrode belt failed pulse lead hi-pot and therapy electrode recognition tests. The cause for the failure was isolated to an open white pulse wire in the trunk cable insulation. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent check therapy pad alarms. The patient was issued a replacement electrode belt.